Manufacturer narrative:
This is a initial report. The customer's reported product was returned and an investigation is in process. A follow-up report will be filed once the investigation results are available. Note: the device manufacture date is unknown.

Event description:
Customer reported receiving a low reading of 51 mg/dl on their blood glucose monitor. The laboratory reference reading of 156 mg/dl was received within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.